Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that pump emitted frequent unexplained loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed loss of prime warnings associated with low non zero force on (B)(4) 2013. The pump was able to successfully complete the ez prime steps and be exercised for (B)(4) hours with no issues. The force sensor was found to be calibration. The pump cover was opened and no internal issues were found. Unrelated to the complaint, evaluation revealed a discolored display screen. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.